Event description:
Three sutures of same lot number were broken between thread and eyelet during an anterior shoulder instability repair. The labral tear was from the 3-6 o'clock position. Two additional anchors were used to complete the repair of the torn labrum. No delay reported. Pictures sent show three inserter assemblies with the broken eyelet remaining in the inserter shaft. X-rays sent also show the threaded portions of the anchors remain embedded in the pt.

Manufacturer narrative:
No product returned for evaluation.